Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) technical support technician (tst) called the customer to determine the cause of the discordant high prothrombin time (pt) results on the sysmex ca-560 analyzer system and found no issues. The internal controls were within range prior to and after changing the reagents and controls. The customer suggested that the cause of the discordant results were either due to switched or contaminated reagents since she saw vials in the trash with switched lids. The tst confirmed this possibility and determined that another potential contribution to the event is that the clot in the probe was dislodged during the probe rinse after the instrument startup. The tst recommended running three rinses to clean out the tubing and rinsing the probe two times. The issue was resolved by rebooting the instrument, replacing reagents and performing the probe rinse. The physician claims that the administration of vitamin k dosage was clinically insignificant. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely elevated prothrombin time (pt) results were obtained on a sysmex ca-560 analyzer system. The initial run was flagged by the instrument with an "ato (analysis time over)" and inr of 7.50. The sample was re-run on the same sysmex ca-560 system and the repeated run was flagged with "no coagulation" without a pt result. The customer re-ran same sample on the same sysmex ca-560 system 2 additional times in extended mode and received pt>100 seconds (inr=9.8). The customer reported pt >100 seconds and inr 9.8 to the physician. Based on the discordant elevated results, the physician ordered the administration of vitamin k to the patient. The customer placed fresh reagents and controls on the analyzer, rebooted the instrument, and rinsed the probe prior to re-running the same patient sample two additional times. The customer obtained 2 results after re-running the patient sample. The customer recovered pt=13.0 seconds inr 1.3 and pt=12.7 seconds inr 1.3. These results (pt = 13 seconds and pt= 12.7 seconds; inr= 1.3) were expected and matched the patient's clinical history. There are no known reports of adverse health consequences due to the discordant, falsely elevated pt results.